Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure sensor autozero failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to check the pin alignment of the autozero solenoids to the data acquisition (da) printed circuit board assembly (pcba) as well as attempt to replace the solenoids to resolve the issue. The rse also provided the customer with the parts ID for the solenoids to order and replace. Investigation is ongoing.